Event description:
Malfunction: plume evacuator did not work. A customer reports that the plume evacuator did not activate when the surgeon stepped on the laser footswitch. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).